Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated results were not reproducible for one patient sample tested on the architect total b-hcg assay. A patient sample was tested in duplicate yielding results of 4,454 and 0 miu/ml. The sample was not centrifuged between runs. The sample was tested a third time with a result of 0 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. Investigation summary: the abbott customer service and support (css) representative instructed the customer to perform a reproducibility study using controls and a negative patient sample. The results for the controls (level 2 and level 3) and the negative patient sample were within package insert specifications for precision. All replicates of the negative patient sample were less than 1.20 miu/ml. Css followed up with the customer approximately two weeks later and there had been no additional occurrences of non-reproducible patient results. The customer agreed that the issue was due to sample preparation and handling and no further assistance was requested. The architect total b-hcg package insert provides instruction for specimen collection and preparation for analysis. The package insert states that inadequate centrifugation or the presence of fibrin or particulate matter in the sample may cause an erroneous result. For optimal results, inspect all samples for bubbles. Remove bubbles with an applicator stick prior to analysis. Specimens should be free of fibrin, red blood cells or other particulate matter. Ensure that complete clot formation in serum specimens has taken place prior to centrifugation. This is the final report.